Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the pivot link has broken at the clamp that attaches it to the crossbrace.